Event description:
Reporter alleged blood glucose measured 319 mg/dl, so customer took 2 extra units of insulin in addition to normal 6 units of insulin as a result. It was stated 1/2 hour to 45 minutes later, customer began to feel low glucose and tested at 47 mg/dl; so, customer ate before going to the hospital. Customer stated hospital meter read 38 mg/dl compared to her meter reading of 290 mg/dl when testing was performed at the same time. Customer indicated being hospitalized and treated with d10 and d50 where she remains in the hospital as of the call into the manufacturer. A request was made for the return of the suspect device and replacement product was sent.